Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine via an implantable pump for non-malignant pain. It was reported that there was an alarm coming from the pump for couple of days and their doctor told them to call patient services to find out the empty date of the pump. The patient stated when they set the next appointment 'it was 3 months out from the last appointment', and they never went that fast because they 'usually set up 2 months' by the way that the pump was programmed, and now the device was alerting them that the pump was going empty. The patient said they got the message 97 and 98. They were hearing 3 high pitch beeps from the pump. The agent reviewed information. The agent redirected the patient to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.